Manufacturer narrative:
On 2017-nov-01 arjohuntleigh has become aware of an event which occurred with involvement of maxi move passive floor lift in elver algemeen customer facility located in (B)(6). It was reported that during resident transfer from bed to wheelchair, when the lift was being lowered to pass a doorway, it fell over to the right side where a base bottom of the device was broken. The caregiver tried to prevent lift from falling unsuccessfully. As a result of the fall, the resident (male, (B)(6) years old, (B)(6) kg) sustained a broken finger and a hand swelling. The resident was taken to the emergency room. A pain medicine was administered. Also a plaster for broken finger was applied. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description, when the lift tilted or tipped over. On (B)(6) 2017 the lift was inspected by arjohuntleigh representative. The device was found in general bad condition with damaged base bottom, covers and coating. Due to a broken base, the right leg was able to move 45 degrees towards the middle of the lift causing the lift to be less stable. It was confirmed that the base and leg functions had been broken prior this event. The overall condition of the device with a lot of scratches and multiple parts broken confirmed the lift was used in an abusive way. The stability of the lifting device depends on a variety of factors. Based on our product knowledge and review of similar complaints reported in the past, there is no possibility to destabilize the lift during on-label use of product. The following factors were identified as contributing to the failure occurrence: the off-label utilization of the device (position of the legs, castors, etc.) The environment of use (obstructions, thresholds, etc.) The stability inherent to the design of the device. The stability inherent to the condition of the device at the time of use. The information about a way of transfer being performed at the time of the event does not permit to conclude whether it directly contributing to the tipping that occurred. Although the lift was lowered to pass a doorway, it was not indicated that there were any obstructions on its way that might have potentially led the lift to fall over. The environment of use was not considered to have been a major factor in the event either. Please note that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535 a stability test was performed during design phase for maxi move device that proves that even on a tilting slope, when lifting 1.25x the swl, and in the most adverse position, the device does not become unstable. The factor as the stability inherent to the design of the device at the time of use was not considered as contributing factor to the event. During inspection of the device, it was found that the lift had a broken base on its right side. Following received description of the event, the base had been damaged prior to the event and the device was not excluded from usage despite identified failure, as recommended per labeling of the maxi move. Maxi move instructions for use (IFU) (001.25060, rev 2): "warning: if in doubt about the correct functioning of the maxi move, do not use it and contact the arjo service department." The chassis side is designed to work as a leg actuator movement stopper, ensuring the leg can move to an inward position within a defined range. When the side of the chassis was broken, the leg could move inward further than the device's specification causing the lift to be less stable. Therefore, mechanical fault (broken base side) of the device basis was found to be a main cause of the event. The broken base allowed one leg to move inward more than it should in the normal "legs closed" position, increasing the probability of the lift tipping while used for resident transfer. The maxi move instructions for use indicates proper care of a lift including examination which should be carried out daily and testing to be conducted at weekly intervals: "caution: some of these parts are critical to ensure the safe operation of the lift. They will need examining and servicing on a regular basis and must be replaced as needed." "Mandatory daily checks: carefully inspect all parts, in particular where there is close contact with the patient's body. Ensure that no crack or sharp edges have developed which could injure the patient's skin or become unhygienic." "Periodic testing (weekly interval): use the control handset or the control panel to open and close the chassis legs to check for full and efficient movement." Detailed service procedure for maxi move is included in maintenance and repair manual (001.25075 rev.0). Section regarding 'service procedure 3' informs service technicians: "check all vital parts for corrosion and damage. The verification will help preserve the safety and performance of the product." To verify inter alia: front caster, chassis and column. The labeling of the device gives guidance on the inspection checks to be performed and on the requirement to replace broken components as needed. It is therefore considered that lack of knowledge on the device labeling, most likely due to a lack of training, was a main contributing factor to the fact that the device was being used with a broken base when it tipped. The received information and our evaluation as described above show that if maxi move lift's warnings and daily maintenance had been followed in accordance to the relevant instructions for use, the risk of the lift fall could have been diminished. To conclude, arjohuntleigh maxi move passive floor lift played a role in the complaint issue as was used for resident's transfer at the time the failure occurred. The lift fell over to the right side and as a result of the fall, the resident sustained a broken finger and a hand swelling. Although the device did not meet its manufacturer specification and deficiency of the device chassis had been identified prior to its use, the device was not removed from further use what exposed a resident and user to the risk.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that a patient was being transferred with maxi move passive floor lift from bed to wheelchair. On of its chassis legs did not function correctly. During a transfer, the lift fell over with a patient to the right side. The caregiver tried to prevent the device from falling. The lift hit against the floor. A doctor was called and came immediately. The patient was taken to hospital. A patient received fracture and swollen hand. Pain medication and plaster to fracture was administrated.